Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at the ipg site due to the ipg migrating in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event of ipg migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. It was determined the device was running the service application software. Due to the state of the device, no further testing of the ipg could be performed as the device continued to default to the cyclic redundancy check (crc) failure.